Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: ¿the patient developed colon leakage post-op and a new procedure was performed to give the patient a stoma.¿ on which day post-op the surgeon has detected the leakage? (B)(6) 2015. How was the leak detected? Patient got complaints, fever etc. Scan confirmed leakage. Original procedure: on what tissue type was the device used? At what location on the tissue? Colon tissue (sigmoid). Was it used on thick tissue? The tissue was described as ¿normal¿ for colon tissue. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? Green what other color cartridges were used before and after this event? Non, with the replacement echelon they used a green cartridge. Was buttressing material utilized? If so, which product? A new echelon + reload were used to finish the procedure. Extra laparoscopic or was scheduled on(B)(6) 2015. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Only the force to open the device, when trying to re-position it on the colon. How did the staple line look? There was no staple line, the device was not fired. Was a leak test performed? No. Is the surgeon familiar with device? Yes. Is the given stoma permanent or temporary? Temporary. What is the age and sex of the patient? Male, age (B)(6) . The following information was requested, but unavailable: was the device articulated when issue occurred? What troubleshooting steps were used to open the device? Where was the leak? Was it on a staple line? Why was the suspected leak caused by the device? Does the surgeon believe that the correlation to leak was by clamping the bowel?

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the stapler was placed on the tissue and closed normally. The instrument was not (intentionally) fired at this point. The surgeon wanted to open the device to reposition, but the instrument was unable to open. The red button was used to make sure the knife was fully returned. After struggling with the handle, the device finally opened. The instrument was tested (opened and closed) outside and the patient and functioned normally. Another like device and reload were used to complete the procedure. Update: on (B)(6) the hospital called the (B)(4)representative to inform about the status of the patient; the patient developed colon leakage post-op and a new procedure was performed to give the patient a stoma. The surgeon suspects there was damage of the first instrument on the colon and he placed the 2th instrument more proximal, keeping the defect in the colon.

Manufacturer narrative:
(B)(4). Additional information: the ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.